Manufacturer narrative:
The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt.

Event description:
During a carotid stenting (side unk) procedure, after post dilation, blood flow stopped. This event was resolved by aspiration of the filter basket by using an aspiration catheter. Blood flow was fully recovered. The pt is a male. There is no info regarding the characteristics of the lesion. The pt was anti-coagulated, but the medications are unk. It was noted that there was no malfunction of the angioguard device or the precise stent that was placed. The lesion was successfully treated. The pt was neurologically intact when he was taken from the angio suite. The physician suspected that the cause stopped blood flow was debris that clogged the filter basket. The pt is currently being monitored and is in stable condition.